Event description:
Spontaneous: ibc from infusion nurse ((B)(6)): she stated she is in the patient's home and noticed patient's pump was not programmed. I asked if she is comfortable to program the pump with me over the phone. (B)(6) stated, yes she is and per her work policy, she needs to dictate all the steps to an rph for verification. We both confirmed the following info and programmed pump successfully: pump setting: variable. Units: ml. Total volume: 250 ml. Kvo 0.1; 2 step/doses; 1st dose volume is 240ml at a rate of 125ml/hr; 2nd dose volume is 10 ml at a rate of 125 ml/hr; total time of infusion is 2 hours no other questions or concerns from (B)(6). Reported to (B)(6) by health professional.